Event description:
It was reported that during a lap hysterectomy, the blade on the shear broke in half. Unable to find the blade. Opened another like device to complete the case with no patient consequence. They did take an x-ray at the end of the procedure and they could not find the blade in the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.